Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and a blood glucose level reading of approximately 800 mg/dl. The customer was treated with intravenous fluids of saline and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump shut off unexpectedly. Reportedly, the customer reverted to manual injections for insulin therapy.